Event description:
The manufacturer's representative reported the patient exhibited signs of infection including headache, fever, and numbness in legs. The patient is being prepped for surgery to remove the device. A follow up report will be sent when additional information is received.